Event description:
It was reported on (B)(6), 2010, that the pt lost stimulation two weeks prior. It was noticed that the "low" indicator light was flashing on the pt programmer. There were also telemetry issues noted. It was later reported that the pt's implantable neurostimulator was removed and replaced. The pt was subsequently "doing well". It was later reported that there had been no abnormal impedance measurements associated with the removed neurostimulator. It was further noted that the removed device's battery depletion was "premature." The pt required hospitalization due to the event. Following the neurostimulator replacement, the pt experienced a return of function and recovered without sequelae.

Manufacturer narrative:
(B)(4).